Event description:
It was reported during a total knee arthroplasty procedure, it was observed that the distal femoral cuts were shown to be 2mm off when the robotic-assisted solution satellite station device was used. It was reported that the final outcome was that the cuts were correct. It was reported that there were no delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Device manufacture date is unknown. The device serial or lot number is unknown. The device serial or lot number was unknown; therefore, UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was evaluated. There are no defects observed with the system or software and the system performed as designed. An analysis of device log files was performed. The analysis of the log files identified that the registration of the patient's anatomy and the registration of the saw blade were correct, and that the user did use the pointer array to identify that the distance from the pointer to the planned cut displayed on the 'check resection' screen displayed a value of 2 mm under resection on the lateral, posterior section of the distal resection. This section is most likely within the area of bone that is resected by the posterior chamfer resection, and therefore, confirmed that the final outcomes were correct. It was determined that this was most likely due to deflection of the saw blade or the saw blade to the saw handpiece connection. This deflection is within the normal and expected performance of the system. As there were no defects with the system or software, the assignable root cause could not be determined.